Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during a surgery, when trying to merge an o-arm spin for registration purposes, the resulting automatic merge was very poor. Several attempts to merge with both the pre-op CT and MRI were bad. Semi-automatic merge did not work well either. Patient went down to CT to get a new scan, and the resultant study had the same merge issues. Surgeon ended up performing contactless registration.

Event description:
It was reported that during a surgery, when trying to merge an o-arm spin for registration purposes, the resulting automatic merge was very poor. Several attempts to merge with both the pre-op CT and MRI were bad. Semi-automatic merge did not work well either. Patient went down to CT to get a new scan, and the resultant study had the same merge issues. Surgeon ended up performing contactless registration.

Manufacturer narrative:
It was reported that the user indicated that the result from the automatic merge and semi-automatic merge was not satisfying. Event summary, device history record review and complaint history review did not identify contributing factors. The technical investigation indicated that the merge attempt with the first CT could have been adjusted manually by the user to obtain a correct result. The user manual provides necessary information to adjust exams to each other and get a satisfying result. The technical investigation indicated that the merge attempt with the second CT could not provide a satisfying result because the exam was acquired with a gantry tilt of 4 degrees. Exams acquired with a gantry tilt are not correctly managed by the rosa brain device, however, this is not specified in the acquisition protocol IFU. This missing information is recorded as a design defect.